Manufacturer narrative:
The complaint of a catheter leak was confirmed, and the cause appears to be use related. The product returned for eval was a 4fr s/l groshong nxt clear vue PICC. The sample was inspected for a source of leakage, and two holes in the catheter were observed between the 46cm and 47cm depth markings. Further examination revealed a series of four kinks in the catheter tubing, with the holes centered in two of those kinks. Microscopic examination revealed the fracture edges of the catheter holes to be rounded and worn. The fracture surfaces were observed to be dull and granular. No add'l damage was observed in the adjacent catheter material (outside the kinked regions). The observed damage is characteristic of flexural fatigue which is caused by the repeated kinking of the catheter tubing leading to material failure. This issue type is addressed in the IFU. A lot history review (lhr) or rexg0502 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a leak at the 47cm mark (2cm inside the body). Required removal due to risk of crbsi. Inserted on (B)(6) 2013 and removed on (B)(6) 2013.